Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported on the morning of (B)(6) 2024, when the nurse checked the function of the extension tube, she found that the front was blocked and could not be suction or bolus. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is confirmed and was determined to be supplier related. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly and a syringe. The connector pieces were received detached from one another. No obvious use residue was observed on the sample. An attempt to flush the proximal connector piece revealed a complete occlusion. Microscopic inspection of the proximal connector metal cannula revealed a black substance completely occluding the shaft. The sample did not exhibit obvious use residue or mechanical damage. Additionally, the distal connector piece was not in the advanced position. The substance within the metal cannula likely occurred during device manufacture. The investigation was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on the morning of (B)(6) 2024, when the nurse checked the function of the extension tube, she found that the front was blocked and could not be suction or bolus. No other information was provided.